Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported battery loses power. Evaluation observed a failing radio printed circuit board which may induce battery failure during pump operation. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery loses all power. The battery module is on the pump and the device is powered on and an infusion programmed, then the device loses all battery power. There was no patient involvement. No additional information is available.